Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation fallopian tubes'), uterine perforation ('perforation uterus'), seizure ('seizures') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. 958708) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), seizure (seriousness criterion medically significant), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/chronic"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), metrorrhagia ("metorhagia (bleeding b/w periods)"), iron deficiency anaemia ("anemia"), dermatitis allergic ("rash/skin condition"), psychological trauma ("psych injury"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), headache ("headache "), nausea ("nausea"), nervous system disorder ("nuero condit/problem"), visual impairment ("vision problem") and bladder disorder ("bladder problems") and was found to have hormone level abnormal ("hormonal imbalance") and weight increased ("weight gain"). The patient was treated with surgery (partial hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, uterine perforation, seizure, menorrhagia, metrorrhagia, iron deficiency anaemia, dermatitis allergic, psychological trauma, fatigue, gastrointestinal disorder, hormone level abnormal, headache, nausea, nervous system disorder, visual impairment and weight increased outcome was unknown and the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, urinary tract infection, vaginal infection, vaginal discharge and bladder disorder had resolved. The reporter considered abdominal pain, back pain, bladder disorder, dermatitis allergic, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, hormone level abnormal, iron deficiency anaemia, menorrhagia, metrorrhagia, nausea, nervous system disorder, pelvic pain, psychological trauma, seizure, urinary tract infection, uterine perforation, vaginal discharge, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted for date(s) of insertion: 2012, (B)(6) 2015, and (B)(6) 2012 (per mr). Plaintiff received treatment for fallowing conditions: dysmenorrhea (cramping),dyspareunia (painful sexual intercourse ), apareunia, pelvic/ abdominal, back pain, menorrhagia (heavy menstrual bleeding),metrorrhagia (bleeding b/w periods),anemia, rash/skin condition, psych injury, perforation fallopian tubes, uterus, bladder problems, uti, vaginal. Infection, vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: total occlusion of both fallopian tube with essure tubal occlusion devices in good position; on (B)(6) 2014: essure confirmation test: unspecified. Salpingectomy. (Bilateral). Lot number: 958708 manufacturing date: 2012/03 expiration date: 2015/03. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 8-apr-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation fallopian tubes'), uterine perforation ('perforation uterus'), seizure ('seizures') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. 958708) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), seizure (seriousness criterion medically significant), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/chronic"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), metrorrhagia ("metorhagia (bleeding b/w periods)"), iron deficiency anaemia ("anemia"), dermatitis allergic ("rash/skin condition"), psychological trauma ("psych injury"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), headache ("headache "), nausea ("nausea"), nervous system disorder ("nuero condit/problem"), visual impairment ("vision problem") and bladder disorder ("bladder problems") and was found to have hormone level abnormal ("hormonal imbalance") and weight increased ("weight gain"). The patient was treated with surgery (partial hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, uterine perforation, seizure, menorrhagia, metrorrhagia, iron deficiency anaemia, dermatitis allergic, psychological trauma, fatigue, gastrointestinal disorder, hormone level abnormal, headache, nausea, nervous system disorder, visual impairment and weight increased outcome was unknown and the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, urinary tract infection, vaginal infection, vaginal discharge and bladder disorder had resolved. The reporter considered abdominal pain, back pain, bladder disorder, dermatitis allergic, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, hormone level abnormal, iron deficiency anaemia, menorrhagia, metrorrhagia, nausea, nervous system disorder, pelvic pain, psychological trauma, seizure, urinary tract infection, uterine perforation, vaginal discharge, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted for date(s) of insertion: 2012, (B)(6) 2015, (B)(6)2012 (per mr). Plaintiff received treatment for fallowing conditions: dysmenorrhea (cramping),dyspareunia (painful sexual intercourse ), apareunia, pelvic/ abdominal, back pain, menorrhagia (heavy menstrual bleeding),metrorrhagia (bleeding b/w periods),anemia, rash/skin condition, psych injury, perforation fallopian tubes, uterus, bladder problems, uti, vaginal. Infection, vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: total occlusion of both fallopian tube with essure tubal occlusion devices in good position; on (B)(6) 2014: essure confirmation test: unspecified. Salpingectomy. (Bilateral). Most recent follow-up information incorporated above includes: on 30-mar-2021: mr received. Reporters information added. Lot number and lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation fallopian tubes'), uterine perforation ('perforation uterus'), seizure ('seizures') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), seizure (seriousness criterion medically significant), menorrhagia (seriousness criterion medically significant), pelvic pain ("pelvic pain/chronic"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), metrorrhagia ("metorhagia (bleeding b/w periods)"), iron deficiency anaemia ("anemia"), dermatitis allergic ("rash/skin condition"), psychological trauma ("psych injury"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), headache ("headache "), nausea ("nausea"), nervous system disorder ("nuero condit/problem"), visual impairment ("vision problem") and bladder disorder ("bladder problems") and was found to have hormone level abnormal ("hormonal imbalance") and weight increased ("weight gain"). The patient was treated with surgery (partial hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, uterine perforation, seizure, menorrhagia, metrorrhagia, iron deficiency anaemia, dermatitis allergic, psychological trauma, fatigue, gastrointestinal disorder, hormone level abnormal, headache, nausea, nervous system disorder, visual impairment and weight increased outcome was unknown and the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, urinary tract infection, vaginal infection, vaginal discharge and bladder disorder had resolved. The reporter considered abdominal pain, back pain, bladder disorder, dermatitis allergic, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, hormone level abnormal, iron deficiency anaemia, menorrhagia, metrorrhagia, nausea, nervous system disorder, pelvic pain, psychological trauma, seizure, urinary tract infection, uterine perforation, vaginal discharge, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted for date(s) of insertion: 2012 and (B)(6) 2015. Plaintiff received treatment for fallowing conditions: dysmenorrhea (cramping),dyspareunia (painful sexual intercourse ), apareunia, pelvic/ abdominal, back pain, menorrhagia (heavy menstrual bleeding),metrorrhagia (bleeding b/w periods),anemia, rash/skin condition, psych injury, perforation fallopian tubes, uterus, bladder problems, uti, vaginal. Infection, vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: essure confirmation test: unspecified. Salpingectomy. (Bilateral). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Previously reported event "injury nos" replace with "dysmenorrhea (cramping)", events- "dyspareunia (painful sexual intercourse ), apareunia, pelvic/ abdominal, back, menorrhagia (heavy menstrual bleeding),metrorrhagia (bleeding b/w periods), anemia, rash/skin condition, psych injury, perforation fallopian tubes, uterus, uti, vaginal. Infection, vaginal discharge, gi conditions, hormonal changes, headaches, nausea, nuero condit/problem, seizures, vision problem, weight gain" , patient demographic added on 11-sep-2019: pfs received. New event: "bladder problems", lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.